Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized and was treated with an unspecified treatment for the event. At the time of this report, the patient has not recovered and pd therapy was discontinued. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: on an unreported date in the month following the event onset, the patient was discharged from the hospital and has recovered. Should additional relevant information become available, a supplemental report will be submitted.